Event description:
The physician was using an integrity rapid exchange (rx) stent to treat a lesion. It is reported that the stent got caught on the guide liner and dislodged from the balloon. No patient injury. The patient was treated with another stent and the physician used guided angiography to help make sure the stent entered the guide liner safely.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure-stent embolism is listed in the product IFU as an inherent risk of coronary procedures; caused by operational context-the root cause of the reported event was due to the interaction of the stent with the guideliner and was therefore caused by another device. Conclusion: known inherent risk of procedure-stent embolism is listed in the product IFU as an inherent risk of coronary procedures; another device caused failure-the root cause of the reported event was due to the interaction of the stent with the guideliner and was therefore caused by another device. (B)(4).